Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the system power would not stay on. Additional info provided by the customer indicated there was a footswitch issue during the case, and when the footswitch was exchanged, the system lost power and was unable to be rebooted. An alternate system was used to complete the case. There was no harm to the pt.